Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform the displacement test due to blank display. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that insulin pump was broke off. Customer's blood glucose level was 175 mg/dl. Customer states that the damage on battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.